Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: a fistula on an obese woman patient was detected and the patient had to be re-operated twice, once on (B)(6), 2011, and once on (B)(6), 2011. Pus and fibrin all along the staple line; some staples were found in the perigastric cavity. The patient is reported to be ok.